Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: failure to deploy locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the plunger would not remain depressed to lock the locator wings in the open position. The device was removed and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.